Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatchwill be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that two anchors were inserted and truespan plga was used to pull the suture and make a knot. Since the suture was not slippery, the surgeon had a difficulty in tightening a knot. When the surgeon tried to further tighten the knot, the suture was slightly torn off and the anchor came off. The complaint devices were discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [7l96230] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that this during an arthroscopic meniscus repair procedure on (B)(6) 2021, it was observed that the anchor came off when inserted and the suture was slightly torn off on the truespan 24 degree plga device upon tightening the knot. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.